Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer stated that they were hospitalized here weeks prior to the initial call because someone at the va changed the customer's settings on their insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was transferred to the help line to have the incident documented. The customer did not provide any further information about the event.